Event description:
It was reported that an unspecified malfunction alarm occurred. The customer declined tandem technical support follow up at this time and further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.